Event description:
On (B)(6) 2011, customer reported a bloody leak under the probe wipe on the lh750 instrument, and the instrument was generating no diff results. After trouble shooting with the call center the customer reported the diff was still not working and that the rinse block was broken. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the probe wipe assembly and repaired the no diff/retic issue. This resolved the issue.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).